Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The interconnect cable was replaced. The system operates as intended.

Event description:
The customer reported that the workstation cable on the 8800 system was faulty. No patient injury was reported.